Event description:
The customer alleged a cidex brand solution leak. During a wash and disinfect cycle, the unit leaked cidex onto the floor. The customer could not tell where the leak originated. There were no injuries involved associated with the cidex leak. The customer cleaned up the solution and checked to make sure the cycle completed prior to the system leak. The customer then performed a wash and disinfect cycle with water to determine where the leak originated. At this time, no info is received from the customer on the status of the unit.